Manufacturer narrative:
The catheters were returned to the medcomp on 12/4/97 for eval and comment. Medcomp forwarded them to the MFR on 12/12/97 after a preliminary examination of their own. The MFR investigated the complaint and a response was rec'd 1/5/97. I have enclosed that response with this form. The tesio catheters have been investigated by the engineering dept. When looking at both the arterial catheter and venous catheter under a 10x scope, it was found that both catheters were cut 1/3 of the way through the tube and then torn completely. The arterial catheter was cut 0.25cm from the retainer. The venous catheter was cut 1.20cm from the retainer. Add'l records for these lot files were reviewed. The results of co's investigation indicate no changes were made to the material formulation or mfg process for this product.